Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post the implant procedure, the implantable cardiac monitor (icm) experienced false pause episodes due to loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.